Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra2 meter is giving error 4 message. Per the owner's manual, error 4 that you may have high glucose and have tested in an environment near the low end of the system's operating temperature range (43-111 f) or, there may be a problem with the test strip or, the sample was improperly applied or, there may be a problem with the meter. It is not known when the reported issue first occurred and when the pt received medical intervention. The pt indicated that sometime after the error 4 message began, the pt developed symptoms described as "high and low blood glucose." When the pt received assistance/advice from the healthcare provider (hcp), the pt only obtained a blood glucose reading from the hcp. The pt did not provide a numeric value for the blood glucose test. It would have been helpful to know the pt's testing frequency and diabetes medication regimen, what specific symptoms the pt experience when he felt "high and low blood glucose," and the events that lead up to the reported symptoms such as blood glucose reading on the subject meter, diabetes medication intake, food intake, and physical activity. During troubleshooting, the customer care advocate verified that the meter was being used within the acceptable temperature range, the test strips were in good condition, the test strips were within the discard date, and the testing technique was correct. However, the reported issue was not resolved with training. This complaint is being reported because the pt claimed he experienced symptoms that can be suggestive of hypoglycemia and hyperglycemia after the reported issue began. Replacement products were sent to the pt.